Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device but was unable to verify the reported issue. The root cause was not established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker field service confirmed the error code was related to the customer performing the user test when initiated a few seconds after power up. The error was cleared and did not return. The device passed functional and performance testing and was returned to the customer.